Event description:
It was reported that a patient underwent a right mastectomy and sentinel lymph node biopsy for the treatment of breast cancer on (B)(6) /2015 and a reservoir was attached to a drain. It was found that the inner plug of the reservoir dislodged on follow up of the patient. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6).